Event description:
A malfunction alarm was reported. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer chose to continue using the current pump as a backup therapy to ensure insulin delivery is not interrupted.